Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, high, out-of-range hv lead impedance was observed. The physician elected to take no action but to monitor the patient remotely.